Event description:
It was reported that patient was hospitalization for low blood glucose. Glucose value at the time of hospitalization was at 25 mg/dl. It was stated that the patient was in bed when she awoke to the paramedics assisting her with her low blood glucose. Troubleshooting was performed and the insulin pump passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.